Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user report that ro2fl02m01 station was not communicating. Customer tried to reboot but it shows disconnected mode. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) found the device was up, running, and communicating. Fse opened the top cover and inspected the communication sled, which appeared fine and then pulled the main unit away from the wall, inspected the data cable, and reseated it. The device was working correctly afterward. The system functioned as intended after the field service engineer repaired the device.